Manufacturer narrative:
(B)(6). (B)(4). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva tpn bag was leaking at the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.